Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. This has occurred in all three sensing vectors. Technical services discussed programming options with the caller. The malfunction is not likely to cause or contribute to a serious injury. There were no additional adverse patient effects. The system remains implanted.